Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. It was reported that the patient has expired after an implant duration of 8.03 months due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. The event was learned through the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic valves and annuloplasty rings), rather than a true post-market registry. Permanent identification cards are issued and sent to the patient. In this case, the patient name and/or patient identifier was never disclosed by the hospital. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.